Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had nausea and ketones. According to the md, the cause of the event was dka. It was indicated that the last set change was two days prior to the event. The programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The customer was advised to call back once the clamp is received to do further troubleshooting.